Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: visual inspection revealed no damage to the battery compartment. The returned battery cap had damaged threads and was unable to tighten to the pump; a test battery cap was used to complete investigation. The returned battery cap contacts were measured and the contact height was observed to be out of specification. The cartridge cap was observed to be undamaged and was able to remove and tighten easily. The complaint of not being able to remove the cap from the pump could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cap could not be removed from the pump. The reporter did not specify if the issue was with the cartridge cap or with the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.